Event description:
Olympus was informed that the loop of a resection electrode broke inside the pt's bladder during a transurethral resection of bladder tumor (turbt), and a fragment of unk size could not be located. The user could not locate the broken loop inside the pt or in the waste water. It is unk if the broken loop remained inside the pt's bladder. The pt underwent another cystoscopy to locate the broken loop, with no result. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event and was informed that the device reference in this report was not returned to olympus for eval, as the electrode has been discarded following the procedure. The users were reportedly used the standard settings for the electrosurgical unit, which is pure cut 280 watts and coag at 160 watts. The exact cause of the user's experience could not be conclusively determined. However, olympus (B)(4) has determined that the rate of this event is not occurring at a rate greater than what would be expected for this device. This report is being submitted as a medical device report in an abundance of caution.